Event description:
The customer reported that their pump in style transformer had a crack after dropping it on the carpet. Once the product was received and evaluated it was observed that there was a breach in the transformer exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that their pump in style transformer had a crack after dropping it on the carpet. There was no report of fire, spark, burning or injury. A product eval confirmed that the transformer housing was broken, exposing inner electronics, which is a potential safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Eval summary: a visual examination of the power supply revealed a breach in the housing exposing underlying electronics. The power supply was plugged in and the voltage across the dc plug was measured at 12.77 vdc, which is normal and indicates that the power supply is producing the correct voltage. Smoke, fire and burning were not observed while the power supply was plugged in. Resistance across the ac blades was measured at 55.10 omhs, which is normal and indicates that the thermal fuse did not blow.